Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is due to the tissue push issue associated with a staple fire. Isi has attempted to contact the customer to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. Isi has not received the stapler instrument or reload involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be confirmed. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae). Per the fae, the logs show sureform 45 stapler instrument (part #480445-04, lot # l90220304-0062) was the first stapler used and was installed 6 times and fired 6 reloads (all black reloads). Per the logs, there were no inadequate clamps or firing failures. There was only one pause for compression on the first firing of around 17 seconds. All other firings were completed with no pauses for compression. The logs show sureform 45 stapler instrument (part #480445-04, lot # t92220211-0225) was the next stapler used and was installed on the system 2 times, failing to engage on the first install. The instrument engaged on the 2nd install attempt and fired a black reload with no pauses for compression. The firing was completed successfully per the logs, also with no error message. There were no additional errors in the logs for this instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform 45 stapler instrument, installed with a black sureform 45 reload, pushed the stomach tissue forward during stapling. The stomach tissue was injured and bled as a result. The surgeon used another black reload to staple the stomach tissue again and a similar incident occurred. A backup sureform 45 stapler instrument with another black reload was installed and the same issue occurred. The entire staple line was reinforced with v-lock sutures and hemostasis was performed. Note: refer to medwatch reports (MDR) with patient identifier #s 580153 and 582537 for MDR submissions of the same event reported against the 2 other black sureform 45 reloads.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform 45 stapler instrument which was fitted with a black reload did not staple stomach tissue properly. The stapler did not cut through tissue all the way and "folded the tissue" while stapling. The tissue was pushed forward during the stapler firing which caused tissue damage and bleeding. The estimated blood loss associated with the complication is unknown. The surgeon changed to another black reload and the same issue occurred again. The surgeon then switched to another sureform 45 stapler instrument and black reload but the same tissue re-occurred. A sureform 60 stapler instrument with a green reload was then used and there was no issue with the stapling. The entire staple line was reinforced with v-loc suture(s) and hemostasis was performed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On 02-mar-2023, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the sureform 45 stapler instrument: the sureform 45 instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The firing test was performed twice with various orientations of the distal end. The instrument clamped, fired and unclamped without any issues both times. A review of the log shows no errors. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have binding of the roll bushing. Friction is observed when manually rotating the main tube. No signs of corrosion found on the roll bearing. The common cause of this failure is attributed to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.